Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml at 8.006 mg/day) via an implantable pump. The patient's medical history included chronic back pain. It was reported a stalled pump occurred. The event date was provided as (B)(6) 2018. The patient woke up at 4 am to a beeping sound and went back to sleep. They presented to the hcp in the morning. There was no experience of withdrawals. The pump was interrogated to find that it had stalled at 02:41 on (B)(6) 2018. The patient was prescribed palexia once it was identified the pump had stalled. No further troubleshooting was performed. The patient was booked for surgery the following day, and the pump was removed on (B)(6) 2018. No further action was taken. It was stated the pump was working perfectly prior to the event. There were no known contributing factors. The issue was resolved. The patient status was alive - no injury. No further complications were reported or anticipated. Pump logs were received from an interrogation on (B)(6) 2018 at 10:24. The logs confirmed a stall had occurred on (B)(6) 2018 at 02:41. There was no motor stall recovery recorded in the logs.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. Analysis identified overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.